Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement. The target nodule was in the left upper lobe, about 1.3 centimeters in size and located close to the pleura which was considered as high-risk location. The procedure was completed as planned with no delays. The pneumothorax was detected via chest x ray after the procedure. After placing a chest tube the patient was admitted and then subsequently discharged home. The patient is currently in stable condition. There were no relevant comorbid conditions considered contributory to the event. The physician believed that the pneumothorax would have likely occurred via another modality. The procedure was considered high risk due to the target nodule's close proximity to the pleura. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.